Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported experiencing low laser power with the laser indirect ophthalmoscope. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative was able to confirm the reported event and adjusted the fiber connection to resolve the issue. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to a poor connection of the fiber. However, how or when the connection of the fiber became poor cannot be determined conclusively. (B)(4).